Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned during a pulse generator replacement surgery. The lead exhibited high out of range impedance values and it was believed that the lead was damaged during the surgery while attempting to remove it from scar tissue. A new lead was successfully implanted. No additional adverse patient effects were reported.